Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2018. Subsequently, a total knee revision procedure due to unknown reason was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00488, 3002806535-2021-00489. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reason for revision is lateral wear. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00488-1, 3002806535-2021-00489-1. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2018. Subsequently, a total knee revision procedure due to lateral wear was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). Complaint summary: product has not been returned for evaluation, and x-rays or medical notes have not been provided. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. DHR item 154776 lot 669130, DHR item 159589 lot 294070 & DHR item 161471 lot 00380 confirms conformance to specification on final release. From the limited information provided the most likely cause could not be determined. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. Review of complaint history database for 3 years prior to the notification date has found no similar complaints for item #161471 and item #159589. The search identified (3) similar reported complaints for item #154776 (including initiating complaint). There were (0) additional complaints against the lot #669130. These devices are used for treatment. The implants used have been confirmed to be compatible. These part and lot combinations are not associated with any recalls at the time the search was conducted. The likely condition of the devices when they left zimmer biomet is conforming to specification. The root cause of the reported event is likely to be disease progression, which is not considered device related. No corrective action required at this time as the root cause of the reported event is not device related multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00488-2, 3002806535-2021-00489-2. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6), 2018. Subsequently, a total knee revision procedure due to lateral wear was performed on (B)(6), 2021.